Manufacturer narrative:
Device evaluated by MFR.:the returned product consisted of an angiojet solent omni thrombectomy system. There was blood inside and outside of the device. The pump, effluent line/supply line, hypotube, outer shaft, and tip were visually examined. Functionally tested the device and during functional testing the device would not get through the priming mode. The pressure was running low 2.1kpsi. A tactile examination of the outer shaft/hypotube revealed that the hypotube was fractured/broken 66cm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. An angiojet® solent¿ omni was used with no patient complications. No further event information was available regarding the device. However, device analysis found a broken hypotube.